Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025, information was received from an healthcare professional (hcp), regarding a patient receiving baclofen (unknown dose and concentration) via an implantable pump for intractable spasticity and cerebral palsy. It was reported the patient has a skin infection over the pump and they plan to explant it. The patient was first seen by the hcp on (B)(6) but the hcp was not the patient's normal hcp so he did not have the history of the infection. The hcp stated the family stated the patient had a similar issue at some point before and thought the pump was moved at one point due to that issue (rr#3004209178-2019-08525). They were currently weaning the patient down and the patient has not had any signs of withdrawal so at this point they plan on explanting the pump tomorrow.